Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative during investigation it has been identified an abutment stuck into the implant, after follow up doctor confirmed the event, therefore no more reports would be submitted under this MFR. The implant is no longer reportable, the abutment would be reported instead.

Event description:
It was reported that an unknown hla abutment was stuck in the implant and did not release. Procedure wa snot completed with other item.

Event description:
No description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).